Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d10 concomitant. Corrected: g1. H6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. Investigation summary. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable device history lot. A manufacturing record evaluation was performed for the finished device. Product code: 310.534. Lot number: 5155p04. It was electronically reviewed and the following non-conformance has been observed: jbl-nr-0021171 ( non product nr related to migration of documents on day 2) the product was released on: 24 mar 2023. Manufacturing site: jabil bettlach. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during the surgical procedure the drill bit broke and was replaced, with another unit of the same characteristics, which was also included in the kit, allowing the procedure to continue. Once the ulnar osteotomy was performed, compression was attempted using the compression-distraction guide from the kit. However, during compression, the device began to bend without achieving compression, so it was removed. An attempt was made to straighten it because it was needed for the surgical procedure, but this was not possible as the device became jammed, meaning it could neither advance nor retract. Due to this situation, the osteotomy was reduced using materials from the institution. There were effects on the patient due to what happened, the patient required more surgical time and anesthesia while trying to fix the device and while the fragments of the osteotomy are reduced.